Manufacturer narrative:
(B)(4). The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Boston scientific has concluded it is unlikely that the device characteristics caused or contributed to the reported clinical observations. Baseline testing completed on the device and found no failing conditions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. Subsequently, the device was explanted. There were no patient complications or adverse effects reported.